Event description:
Reporter indicated the handheld computer serial adapter cable was not working properly. The physician had to "mess with it" in order to get it to work. Some exposed colored wires were reportedly visualized inside the plastic casing. The site did not know how the serial cable was damaged. The serial cable was returned to the manufacturer. An analysis was performed on the serial cable and during visual analysis, it was identified that the serial cable on both sides of the transceiver case was no longer inside the strain relief. The cause for the cable being outside of the strain relief is most likely associated with mishandling of the serial cable. During the analysis, no wire breaks or loose connections were identified and the serial cable passed functional testing. No anomalies on the device performance were noted during testing.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.